Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator misdiagnosed supraventricular tachycardia to be ventricular tachycardia; causing inappropriate antitachycardia pacing (atp). Also noted was high impedance on the right atrial lead. No intervention was performed.